Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, psychological disorder, drug or alcohol abuse, xerostomia, smoker, immediate implantation, mobility. Implant became unstable and shifted. Required removal.